Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported she is having localized allergic reaction at injection sites, has known allergy to nickel. Consumer is injecting more frequently. Doctor prescribed a topical ointment to apply.